Event description:
Healthcare professional reported via journal article, "smooth vs textured expanders: patient factors and anatomic plane are greater factors in determining first-stage breast reconstruction outcomes"; "16 case of seroma, 20 cases of infection, 22 cases of flipped/deflated/mispositioned ". Device status unknown.

Manufacturer narrative:
Article citation: dahmus, emma s, et al. ¿smooth vs textured expanders: patient factors and anatomic plane are greater factors in determining first-stage breast reconstruction outcomes.¿ aesthetic surgery journal, 2023, https://doi.org/10.1093/asj/sjad303. The events of "seroma and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection, malposition, deflation. Mean age of 168 participants: 50 years.